Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Customer stated that the p-cap was slightly bent where it connected to the reservoir. Customer stated that their blood glucose level was between 170-180 mg/dl. Customer mentioned that alerts never wake him up. Customer does not want to return the set or reservoir for analysis. Customer was able to rewind and prime and continue with set. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.